Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device had fluid loss from a hole in the balloon tubing. The system was replaced. The patient's outcome was good. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Model number: cuff: 72404130. Pump: 72404127. Serial number: cuff: (B)(4). Pump: (B)(4). Catalog number: cuff: 72404130. Pump: 72404127. UDI number: cuff: (B)(4). Pump: (B)(4). Expiration date: cuff: 02/11/2014. Pump: 03/14/2014. Manufacture date: cuff: 02/15/2013. Pump: 03/25/2013.

Manufacturer narrative:
Model number: cuff: 72404130; pump: 72404127. Serial number: cuff: (B)(4); pump: (B)(4). Catalog number: cuff: 72404130; pump: 72404127. UDI number: cuff: (B)(4); pump: (B)(4). Expiration date: cuff: 02/11/2014; pump: 03/14/2014. Manufacture date: cuff: 02/15/2013; pump: 03/25/2013.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device had fluid loss from a hole in the balloon tubing. The system was replaced. The patient's outcome was good. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with their artificial urinary sphincter. The device had fluid loss from a hole in the balloon tubing. The system was replaced. The patient's outcome was good.